Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the issues reported previously, the patient also had bilateral cysts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/13/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample a crease was found on the posterior aspect. No additional anomalies were observed. Based on the facts of the case, the issue is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with 340cc mentor memorygel breast implants experienced bilateral baker¿s grade IV capsular contracture. The diagnosis of capsular contracture was supported by magnetic resonance imaging. The capsular contracture was accompanied with severe pain. As a result, an explant was performed on (B)(6) 2019. See 1645337-2019-12572 for contralateral prosthesis report.